Event description:
I am a (B)(6) woman who was recently diagnosed with atrial fibrillation after a major clotting event in my left atrial appendage. To treat the atrial fibrillation my ep, dr. (B)(6) recommended the lariat device to prevent a future stroke. The device was installed on (B)(6) 2015. Today is (B)(6) 2015 and I have now been diagnosed with dresslers syndrome. I have pericardial effusion, pleural effusion and weakened cardiac output. I am currently being treated with medication to control the inflammation in hopes this will resolve in a couple of months.